Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had an allergic reaction to the life vest they were prescribed. As a result, they developed a hematoma and subsequent pocket infection. Intervention is pending to remove the whole system.